Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that when reviewing the patient's pump positioning on x-ray, it was noticed that the outflow bend relief appeared to be pulled away from the distal locking ring. X-rays were sent to the manufacturer for evaluation. Additional information was received from the surgeon the following day, (B)(6) 2011. The patient had been taken back to the operating room primarily to evacuate a pocket hematoma. The outflow graft was inspected and the bend relief was found to be disconnected from the distal pump end. It was put back in place a couple of times and found that it easily disconnected. The surgeon placed it properly and used several sutures to secure it in place. Photos were taken and sent to the manufacturer for review. Additional information received on (B)(6) 2011 that the surgeon called the manufacturer's clinical representative that a CT angiography revealed that the bend relief was still out of position and that he would be returning to the operating room to possibly exchange or cut off the bend relief. Upon entering the patient's chest the pet portion of the bend relief was cut off but they were unable to cut through the metal ring. The graft was cut, removed the ring, inspected the graft and did an end to end anastomosis. He then wrapped it loosely with goretex membrane around the outflow graft and secured it to protect the graft.